Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, the pulse generator exhibited backup vvi operations. Device download was performed restoring the device from backup. The device then exhibited error of battery status, high current drain, and was unable to be programmed. The patient presented on (B)(6) 2022 for procedure and the device was explanted and replaced. The patient was stable post procedure.